Event description:
It was reported that this patient's left shoulder was revised 5 months post op. Patient experienced extreme pain in the affected shoulder. Patient's shoulder was unstable. There was an audible clicking when moving arm. The movement felt mechanical, no longer natural. The CT revealed that the polyethylene humeral tray had broken and dislodged, causing the shoulder to dislocate.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. H6: corrected investigation clinical codes.